Event description:
It was reported that the ultrasound gastrovideoscope had damaged crystals. There was no report of patient harm. The device was returned, evaluated, and it was found that a stain had entered inside the lens through the gap of adhesive on the distal end. A gap was also found between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the stain found inside the lens through the gap of the adhesive on the distal end, and the gap found between the acoustic lens and the ultrasound probe, other evaluation findings are as follows: the elevator channel plug was loose; the air supply volume did not meet the standard value due to a dent on the air/water tube; the displayed ultrasound image was defective due to a damage on the acoustic lens; the adhesives around the objective lens and the light guide lens were worn; the adhesive on the bending section cover was detached; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.